Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor was not working on the device. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional information: during subsequent follow-up with the customer, additional information was received. The reporter stated that the motor device did not work with the foot control switch device. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was working. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. However, during evaluation, it was observed that the cord was torn. It was determined that this was due to mishandling by allowing the cord to come in contact with a sharp object which punctured the cord then exerting an extreme force on the cord during cleaning or use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.